Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was not active, patient had not been using the device and the implantable neurostimulator (ins) never worked. There were no further complications that have been reported as a result of this event